Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown, product type: unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that there was a replacement/revision that was scheduled. It was reported that the patient was having a revision done. The patient was going from a rechargeable to non-rechargeable. It was reported that the reason for the replacement was because the patient had too much trouble charging their implantable neurostimulator (ins). The patient was a larger individual and the patient was had trouble using the belt, positioning the antenna, etc. Patient's anatomy and lack of dexterity was making their charging difficult. The issue occurred since the initial implant. The rep noted that the patient had a pacemaker and the cardiologist wanted to move the battery to the opposite side of the body from the pacemaker (they were currently on the same side). Reviewed that labeling does advise that a neurostimulator be place on the opposite side of the body and moving the pocket would be at the doctor's discretion. Relevant medical history includes spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that they were adding length to the current system and needed to add another set of extensions to move the ins to the other side of the body due to the presence of the cardiac system.